Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient reported that the shocking sensation now hurt day and night and the shocking is felt when the device is off or on. Patient also reported a knot around the ins site patient has an appointment with their health care professional next wednesday. No further complications noted or anticipated.

Manufacturer narrative:
Date is approximate with year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that for about a month the device had been ¿shocking¿ them ¿all day long,¿ (they were consistently being shocked) and that the ins had come out of the muscle around the same time as well. The patient stated that the reason was unknown why this was occurring because they have not had any falls/trauma. The patient mentioned that their health care physician (hcp) has decided to replace the device but was wondering if the manufacturer company would pay for it since it had been under a year/about a year after implant? Patient services reviewed the information with the patient and emailed patient relations. There were no further complications reported.